Manufacturer narrative:
A2: age reported is 74 years old. Unknown if this is current age or age at time of birth. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's initial knee procedure was (B)(6) 2021. Patient stated that they are suffering pain and squeaking noises on her knee implant. It was also noted by the patient that they underwent knee replacement as surgical treatment. It is unknown if they intended to indicate the initial procedure or if they underwent a revision procedure. Partial ebi data located based on information provided. Based on surgery date in ebi the initial procedure date may have been entered incorrectly (2012 vs 2021). "Initial" surgery may have been performed on (B)(6) 2012. No further information available.